Event description:
It was reported to boston scientific corporation that a prefyx prepubic sling system was used during a procedure on an unknown date. According to the complainant, the patient experienced pain post procedure. The exact nature and date of onset of the pain are unknown. All other information is unknown and reportedly unavailable.